Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation (pfna) was found broken in a patient body after implantation. On (B)(6) 2014, the pfna was implanted for the patient who had trochanteric fracture. The patient left the hospital on (B)(6) 2014, however, the patient fell in early november. On (B)(6), the patient visited a hospital because of a pain and according to x-ray, the doctor found the same part of fracture broken again and the broken implanted pfna. On (B)(6), revision surgery was conducted and a pfna long was implanted. The nail breakage was confirmed by a review of the x-rays by a medical director from this manufacturer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Manufacturing evaluation: based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate and high dynamic bending loads (one-sided). Constantly alternating load cycles (during walking)led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the pfna-ii. The device could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for (B)(4).